Event description:
The customer reported that their device would reboot by itself, when powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.